Event description:
Caller states patient tested 1.2 inr on the coaguchek s system while a comparison lab returned as 2 - 3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 167 mg/dl, 357 mg/dl, and 158 mg/dl. No actions taken based on device results no adverse event reported. Requested return of suspect device and replacement was sent.